Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet screen was cracked, and a replacement device was provided after verification steps were completed and return instructions were issued. Symptoms included no adverse clinical effects and no impact to blood glucose control. Outcomes included device replacement and continuation of diabetes management without interruption. Investigation included review of the event description and return logistics for the damaged device and inspection of the returned device. Investigation of this device revealed physical damage to the display consistent with a broken screen, with no evidence of device malfunction or impact to therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.